Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure while stapling, the surgeon stapled over the temperature probe. As a result, the surgeon had to re-staple the stomach tissue. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated that during the first fire of the sureform 60 stapler instrument with a sureform 60 reload, there were no pauses for compression, and no issue clamping down and firing. There were no error messages. The stapler fired successfully. However, it was noted that there was a hole in the staple line. The surgeon was unaware of a temperature probe and that she had fired the stapler over. As a result, the surgeon had to dissect the temperature probe and place two stay sutures on either end of the dissection. They used a new reload to create a new staple line adjacent and continued the procedure with no further issues. The surgeon confirmed that there was enough room for her to staple medially, which did not change the surgical outcome. There was a leak test conducted after removing the temperature probe, sutures and medial stapling, and it was negative. The patient is reported to be recovering well with no post-operative complications. There is no video recording of the procedure available for review. The surgeon was concerned that the stapler did not pause for compression to indicate an object on the tissue being stapled. Per the executive sales representative (esr), the stapler and reload are not available for return for isi evaluation. It was confirmed that the temperature probe was not requested or used by the surgeon. A new anesthesist had used the temperature probe, and the surgeon was unaware of that.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported incident can be attributed to use-error in relation to stapling tissue with a temperature probe that was inside the patient. The sureform stapler instrument and reload associated with this fire has been discarded. If additional information is received, a follow-up MDR will be submitted. Per the sureform 45 and sureform 60 user manual, the following precaution for intraoperative use is noted: "warning: make sure that no obstructions (such as clips, staples, bone or other hard objects) are between the jaws. Firing over an obstruction may result in incomplete cutting action and, or improperly formed staples." No image or video clip for the reported event was submitted for review. Stapler log review for the procedure was conducted: sureform 60 stapler instrument (part #480460-09, lot #l91220221-0311) was installed 16 times and fired 10 reloads (2 blue > 2 green > 2 blue > 1 green > 2 blue > 1 green, in that order). All firings were completed per the logs with no pauses for compression. Regarding incomplete clamps, an exact number unavailable, but there were installs that had incomplete clamps. This complaint is reportable due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure while stapling, the surgeon was unaware that a temperature probe was in the patient and accidentally stapled over it. As a result, there was a hole in the staple line. The surgeon had to dissect the temperature probe and place two stay sutures on either end of the dissection. The surgeon used a new reload to create a new, adjacent staple line and continued the procedure with no further issues.